Event description:
The customer reported approximately two (2) to five (5) milliliters of household bleach and water leaked from the flow cell and out onto the counter involving tetracxp system for the cytomics fc 500 with cxp software. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the incident. There is an exposure control plan in place at the facility. The customer disconnected the sample line from the flow cell and flushed the sample line and flow cell to resolve the clog issue. The customer noted flow check coefficient of variations (cvs) was borderline at just under 2%. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this incident. Patient results were not generated. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) disconnected the sample line from the flow cell and flushed the sample line and flow cell to resolve the clog issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).